Manufacturer narrative:
The reported event could not be confirmed. The device remains implanted and no other evidence was provided that could confirm the allegation. A device inspection was not possible since the affected device was not returned as it remains implanted in the patient. A review of the labeling and the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. More information as well as the affected device must be available in order to determine the exact root cause of the alleged failure. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient had subjective instability. Patient states feeling that the shoulder "popped out" and has to wait to resume activity.

Event description:
It was reported that the patient had subjective instability. Patient states feeling that the shoulder "popped out" and has to wait to resume activity.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device remains implanted in patient.